Manufacturer narrative:
One sample was returned. Twenty two samples were not returned. There were twenty-two cases with a method code of device not returned (4114), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of testing of actual/suspected device (10), a results code of operational problem identified (114), and a conclusion code of failure to follow instructions (18). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient ages range from unknown to 74 years. There were 3 female patients, 1 male patient and 19 unknown gender.